Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The first promus stent is being filed under a separate manufacturer report number. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. In this instance, the sds was not returned for analysis which may have assisted the evaluation. Additionally, there was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Additional balloon inflation was performed as treatment to expand the stents. It was reported that the promus stents were implanted as treatment of in-stent restenosis. It should be noted that the promus instructions for use (IFU) states that the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Furthermore, the IFU cautions that the safety and effectiveness of the promus stent have not been established for subject populations with in-stent restenosis. In this instance, it cannot be determined whether the IFU deviation contributed to the reported difficulty deploying the stents, therefore, an in-service will not be requested. The finished product lot history records (lhr) for this product was not reviewed and a query of the complaint handling database could not be performed because the product was not returned for analysis and the lot number was not reported. A conclusive cause cannot be determined for the reported difficulty to deploy; however, the additional therapy/non-surgical treatment appears to be related to the operational context. All stent delivery system (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement during manufacturing. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment.

Event description:
It was reported that during the procedure on (B)(6), 2010 a non-abbott stent was implanted in the left anterior descending artery, a non-abbott stent was implanted in the 1st obtuse marginal, and a non-abbott stent was implanted in the left atrioventricular branch. The patient was discharged the same day with aspirin and prasugrel prescribed. On (B)(6), 2011, the patient was admitted for chest pain. On (B)(6), 2011, two promus stents were implanted overlapping for treatment of in-stent restenosis. Intra-vascular ultrasound (ivus) revealed stent under-expansion of the promus stents; therefore, additional balloon inflation was performed. The patient was discharged on (B)(6), 2011 with aspirin and clopidogrel prescribed.